Manufacturer narrative:
(B)(4). Additional information: were colored drivers in cartridge visible? Yes they were deployed. If it did not staple but cut the tissue how was the bleeding controlled? Hand sewed cut line. Did the patient lose any measurable amount of blood and if so how many ccs? Minimal blood loss. Did the patient require blood products in units? If so how many units? No blood needed. How was the case completed? Hand sewed cut line. The analysis results showed that the device was received in good visual conditions and with a cartridge reload present. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparotomy procedure, the surgeon fired the stapler for the first firing with a green reload and there were no staples in the reload. There was little information given at this time. It is unknown how the case was completed. There was no patient consequence reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.